Manufacturer narrative:
Visual inspection of the returned device confirms that the tibial articular surface provisional fractured cleanly into two pieces and that all of the pieces have been returned. The fracture separated the central post from the rest of the tasp construct with nicks and gauges indicative of use. Dimensions were found conforming to print specifications where measured. The device has been in the field for approximately 10 months and has been used an unknown number of times. A DHR review was conducted for this part and lot number combination and found no deviations or anomalies. This device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. The reporter alleges that the surgical procedure was followed however this individual was not present at the surgery. Therefore, the root cause is considered to be wear and tear from use.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.